Event description:
It was reported to tyco/kendall healthcare in 2001 that a quinton peritoneal catheter had migrated to the liver bed. Dialysis was unable to be performed. It was alleged that the pt required laparoscopic repositioning of the peritoneal catheter.